Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was very slow and unable to remove medications. A technical support specialist (tss) dialed in and prepared the station to synchronization with the server. Data was successfully synchronized, and the database size was reset. Also shrank the database of the second station using ssms (sql server management studio). The tss checked the stations, and confirmed the databases are no longer bloated. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was very slow and unable to remove medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.